Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-02932. The same patient is represented in each medwatch.

Manufacturer narrative:
Additional narrative: it was reported that patient underwent mesh revision/removal on (B)(6) 2009.

Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and cystocele and mesh was implanted. It was reported that following insertion of the mesh, the patient experienced pain, infection, urinary problems and dyspareunia. It was reported that the patient underwent the following procedures: on (B)(6) 2009 and (B)(6) 2009, a cystoscopy, excision of eroded mesh with closure of a vaginal defect due to vaginal erosion of mesh. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-02932. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection, bladder erythema and dysuria. (B)(4).